Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was a mini tray failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.16 was pulling out all the way. A field service engineer (fse) opened the back panel and found that the engine connector was completely pulled out from the drawer board. The fse powered the station down and replaced the damaged engine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.